Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customers reported issue was not confirmed as the unit was inspected and tested with different 190 series and 180 series type videoscopes and all video output signals and images were present and normal. The device passed all functional tests. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed via repair request that the customer evis exera iii video system center was ¿not getting an image from the scope¿. The event was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.